Event description:
It was reported that the gastrointestinal videoscope displayed a noised screen. The event had occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the noisy display was likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this event is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.